Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The device was at the elective replacement indicator (eri). After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. After obtaining the magnet rate, the device could be interrogated but the programmer displayed - data not read -. The device was explanted and replaced.